Event description:
Pt had pacemaker put in 4/18/97. Atrial lead not sensing or capturing. Unable to see p waves. Lead repositioned & functioning on 7/8. On 7/9 atrial lead quit capturing & sensing, removed & new one inserted.